Event description:
It was reported that the device was loosing pressure. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a broken battery and enclosure were observed. A functional evaluation revealed the device would not power up to pressurize. The complaint was confirmed and the root cause has been associated with a broken battery. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was losing pressure. No back-up device was available. No patient injuries were reported.